Event description:
It was reported that the system displayed a bv camera error, preventing use of the system. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty camera. System operates as intended.